Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were getting a message on the programmer that said internal device has lost all data and to contact the clinician. They mentioned the patient's back was hurting and it might be hurting because the patient couldn't urinate. On (B)(6) 2025 they reported that they were still seeing the same message. They were asked if patient had any recent reprogramming appointments or medical procedures that may have caused this event but they were not aware of any. They reported that the patient had been experiencing a return of urinary issues and had a uti. The issue was not resolved through troubleshooting. They no longer had a managing physician for the device. Emailed physician listings and they directed to have their device checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that patient is in the hospital with a broken neck and they need a MRI. Caller repeated information regarding previously noted data lost message. Caller stated they went to hcp and were told a reprogramming was not needed since patient was not using ins anymore. Agent reviewed data lost information. Agent had caller try to connect to patient ins during the call, caller was seeing device not responding, agent had caller try repositioning communicator several times. Caller stated patient was laying down and it is hard for the patient to stand up. Caller also mentioned patient has lost "so much" weight. Patient had been given eos form byhospital staff, agent reviewed questions caller had regarding the form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that patient is in the hospital with a broken neck and they need a MRI. Caller repeated information regarding previously noted data lost message. Caller stated they went to hcp and were told a reprogramming was not needed since patient was not using ins anymore. Agent reviewed data lost information. Agent had caller try to connect to patient ins during the call, caller was seeing device not responding, agent had caller try repositioning communicator several times. Caller stated patient was laying down and it is hard for the patient to stand up. Caller also mentioned patient has lost "so much" weight. Patient had been given eos form by hospital staff, agent reviewed questions caller had regarding the form.